Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported their ins is no longer helping them. The patient made it apparent that the device was on and it just wasn't working for them when asked if their ins was on or off. Patient will follow up with their healthcare provider (hcp). Patient would like to see an hcp remove the ins, but hasn't seen their hcp since implant. Patient will follow up with a doctor they were referred to. It was reviewed that the patient can leave their ins in after end of life (eol) status is reached. Patient would like their ins to be removed so they can have an MRI since the device is no longer working for them. No further patient complications have been reported as a result of this event.